Manufacturer narrative:
The affected device was manufactured in august 2010 and available for the investigation at the manufacturer repair center. Based on the log entries it could be confirmed that the device detected an unacceptable deviation between measured motor blower rotation speed and the set value on the reported date of event at 12:34 pm and generated the corresponding visual and audible alarm "blower defect" (a008). After the device was switched off and on again by the user at 12:38 pm, the same failure was detected during the startup and the visual and audible alarm "blower post fail" (a009) was generated. As a response to both failures the device performed an automatic restart (a012). During the hardware analysis it was found that contact problems in the internal cabling were the root cause for the problem. In case of the detected deviation the device will stop the ventilation and generate a high-priority visual and audible alarm. During this time an emergency breathing valve would open allowing spontaneous breathing of the patient. Ventilation of the patient with an independent ventilation device may be considered necessary. The number of similar cases, related to the same root cause, is within the expected range of the respective risk assessment and thus accepted.

Event description:
Please refer to the initial-report.

Manufacturer narrative:
The investigation has just started; results will be provided within a follow-up report.

Event description:
It was reported that the device generated the system failure a008, a009 and a012 during use. No patient injury has been reported.